Manufacturer narrative:
Upon further review, bd has determined that, this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the actual/suspected device was inspected.

Event description:
It was reported that the arctic sun device replaced control panel due would not hold setting. When testing control panel on service floor time started to speed up and would not save was confirmed. New control panel was installed to cornet the issues.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the arctic sun device replaced control panel due would not hold setting. When testing control panel on service floor time started to speed up and would not save was confirmed. New control panel was installed to cornet the issues.